Event description:
Patient reported, "I had allergan natrelle plus implants, implanted in (B)(6) 2016. I've had problems of the implant was broken". Devices remains implanted. This record relates to the unknown side.

Manufacturer narrative:
Un-reporting rupture.

Event description:
Patient reported left side "integrity of the implant was deteriorated" and capsular contracture. Healthcare professional later reported left capsular contracture baker grade ii/iii, "radial folds in the left implant", and "no indication of intra/extracapsular rupture". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6a, d6b, e1, g2, h4, h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ crease/folding of implant : observed crease fold. Additional observation: ¿ observed, one opening on the anterior side assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side "integrity of the implant was deteriorated" and capsular contracture. Healthcare professional later reported left capsular contracture baker grade ii/iii, "radial folds in the left implant", and "no indication of intra/extracapsular rupture". The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I had allergan natrelle plus implants implanted in october 2016. I've had problems of the implant was broken". Devices remains implanted. This record relates to the unknown side.

Event description:
Patient reported "I had allergan natrelle plus implants implanted in (B)(6)2016. I've had problems of the implant was broken" confirmed by ultrasound and MRI. Healthcare professional later reported left side capsular contracture, baker grade ii-iii. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: creases/folding of implant: observed, flat creases. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red encapsulation is observed. Deformation is observed. Red particles were observed on the shell. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: capsular contracture, baker grade ii-iii.